Manufacturer narrative:
As reported, the balloon of a 5 f mynxgrip vascular closure device (vcd) did not open. There was no reported patient injury. The lot number was not provided. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural syringe and procedural cordis catheter sheath introducer (csi) were returned with the unit for evaluation; however, the csi was returned not inserted completely. The device¿s stopcock was found in the open position, the balloon was observed to be completely burst. The condition of the returned device showed conditions that could be related to the reported event. The sealant and advancer tube were returned in their manufactured positions, and the sealant sleeve was not retracted from its manufactured position. The functional test could not be executed because the balloon could not be inflated due to a complete burst condition observed on its surface upon receipt. A microscopic analysis of the balloon¿s surface was executed and it was noticed that a burst condition was present, impeding to complete a functional analysis for this evaluation. The reported event of ¿balloon-inflation difficulty¿ was confirmed through analysis of the returned device due to the burst condition found of the balloon that prevented inflation. Therefore, the additional condition of ¿balloon-balloon loss of pressure¿ was found due to the burst. However, the exact cause of the burst condition found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, prepping/handling factors and or access site characteristics may have contributed to burst noted and the subsequent inflation difficulty reported. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿the safety and effectiveness of the mynx vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) did not open. There was no reported patient injury. The lot number was not provided. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation. The balloon was observed to be completely burst.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.